Manufacturer narrative:
During the procedure "a part of the catheter separated from the body of the catheter while using in a patient procedure." There was no reported patient injury as a result of this event. The product was not returned for analysis. A device history record (DHR) review of lot 17280937 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) separated - in-patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors are unknown. According to the instructions for use ¿to prevent damage to the catheter tip during removal from the package, grasp the hub and gently withdraw the catheter.¿ neither the device history record (DHR) review nor the very limited information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
It was reported that during the procedure "a part of the catheter separated from the body of the catheter while using in a patient procedure." There was no reported patient injury as a result of this event.